Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Approximately around (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor was inserted. The patient experienced loss of consciousness. The cgm reading was around 300 mg/dl, the next thing that the patient remembered was that she woke up to emergency medical service (ems) reviving her, there was no documentation about the treatment administered at the time of the event. They took a blood glucose reading which was 25 mg/dl. The paramedics checked the activity and saw that the omnipod pump provided her 3 bolus amounts of insulin during the time her dexcom was reading around 300 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.